Event description:
It was reported that pump displayed malfunction alarm code 9, and no notable events occurred before malfunction. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with performing reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned.